Manufacturer narrative:
(B) (4). Physio-control evaluated the device and observed the fault codes logged in the device memory. Physio replaced the main pcb assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the replaced main pcb assembly at the failure analysis center and was not able to duplicate the reported issue. The assembly functioned normally and there was no discrepancies observed.

Event description:
It was reported that the device had a service indication and fault codes logged in the memory indicating a potentially critical failure. There was no report of pt involvement with incident.